Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative phoned into technical services regarding a patient's cardiac resynchronization therapy defibrillator (crt-d) system with the patients heart rate below the device programmed lower rate. Also noted was t-wave oversensing (twos) on the right ventricular (rv) lead. Follow up was completed and it was indicated that reprogramming of the adaptivcrt algorithm had been completed, along with adjustments to the lead sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.